Manufacturer narrative:
The technician found the brake would not lock and the bed still rolled when the brake was set. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in sciu at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).